Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200415 - file-2019-04150 - analysis_and_closure_report_resp-2020-00387.pdf].

Event description:
Reportedly, battery depletion occurred earlier than expected. The device should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, battery depletion occurred earlier than expected. The device should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.